Manufacturer narrative:
Unit received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 38 alarm. Unit received with fading serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.